Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) who said that they reprogrammed the patient and the patient had pain coverage. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) who noted that the information was given to them indirectly via phone. It was reported that the cause of the issue was unknown, but they had spoken to technical services about ¿a possible message on their programmer that they had told a resident doctor.¿ the rep had since spoken to the patient and the system was working as expected; they are getting the expected relief for their pain. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that a power on reset (por). The patient's stimulation in not available. By definition, this indicates an informational por, but this was not confirmed. Troubleshooting could not be done due to lack of access to product. No further complications were reported. No additional patient symptoms were reported.